Event description:
It was reported that the patient was being interrogated while in a fast arrythmia. The new gallant implantable cardioverter defibrillator (ICD) atrial tachycardia/fibrillation update populated on the merlin programmer during interrogation and the programmer froze when attempting to dismiss the update. After multiple minutes the data was loaded and allowed for the update to occur. The scenario was described as not optimal due to having to wait for the programmer to load when the device needed to be interrogated urgently. The patient was stable.

Event description:
New information received notes upon review that the observed issue was as a function of an update for a newer programmer software version. The programmer screen would have been unable to be manipulated while the dialog window was up until full device interrogation was completed at which point the update could either have been accepted or dismissed so the rest of the interrogation could continue.

Manufacturer narrative:
Correction: section e4 should have been selected.